Manufacturer narrative:
Corrected information has been provided in d1. Ppae (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 45-year-old male patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was in the intensive care unit (ICU), on extracorporeal membrane oxygenation (ECMO), continuous renal replacement therapy (crrt), ventilator support and impella cp device, the patient continued to decline, experienced asystole, and subsequently expired on support. The post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's cardiac arrest and death which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage d shock.